Event description:
It was reported to philips that the system was not booting up correctly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse reloaded the software, but issue persists. Fse replaced the host pc and reloaded the software in another case. After replacement, the system was returned to use in good working order.